Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medications from station was not immediately reflected in the electronic medical record, delayed 4 to 7 minutes. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, other occupation and section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medications from station was not immediately reflected in the electronic medical record, delayed 4 to 7 minutes. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the delayed in dispensing the medications for 4 to 7 minutes into electronic medical record (emr). Also, when a medication was removed on non profile machine, it took several minutes to come across to ehr for administration. A technical support specialist (tss) completed an outbound call and spoke with the customer regarding the case. The case status was discussed, and the customer reported that the issue persisted with a delay of 4 to 7 minutes. The tss requested a new hl7 message to share with the team, and the customer agreed to provide it. The tss informed the customer that the case had been open for an extended period and requested permission to close the current case and open a new one. The customer acknowledged and agreed, and the case was closed following the call. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medications from station was not immediately reflected in the electronic medical record, delayed 4 to 7 minutes. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.